Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed in loading proximal seal because of unrolled seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Blood was observed on and inside the delivery device indicating that there was attempt to deploy the device into the aorta. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The loading device, seal and tension spring were not returned. No failures were observed. A photographic inspection was conducted. The safety lock on the cutter was not observed to be engaged. Specks of blood were observed on the cutter near the safety lock. However, the actuator was not visible in the picture. Measurements were unable to be taken due to the presence of blood inside the delivery device and inside the delivery tube. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed in loading proximal seal because of unrolled seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.